Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge depleted from 90% to 4% battery life during the night. The customer then plugged the pump in for 30 minutes and the battery gauge increased to 5%. The pump was plugged in again and the battery gauge jumped to 100%. Customer reported an elevated blood glucose level of 400 (mg/dl) and delivered an injection. It was indicated that the current pump will continue to be used for diabetes management.